Event description:
A pt was admitted for carotid artery stenting. The target lesion was internal carotid artery (side unk). No info on lesion characteristics. The angioguard xp was delivered to the target lesion. Although the physician tried to deploy the filter basket, the deployment sheath was unable to be pulled on. The angioguard was removed from the pt and another product (same size and lot, complaint product) was delivered and deployed successfully. Following stent implantation, the filter basket of the second angioguard could not be retrieved back into the capture sheath properly. The physician managed to withdraw the rupture sheath together with filter basket, and the procedure was completed successfully without any other problems.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt. See scanned page.